Event description:
A literature study entitled 'novel left ventricular unloading strategies in patients on peripheral venoarterial extracorporeal membrane oxygenation support" monitored 21 patients who were implanted with an impella device for mechanical circulatory device. Two patients received an impella 5.5 implant. During support of the twenty one patients, there were two reports of bleeding requiring cannula reconfiguration, one report of bacteremia, four reports of infection without bacteremia, one report of thrombosis, one report of stroke, four reports of limb ischemia, six reports of acute renal failure requiring continuous renal replacement therapy, and five reports of shock liver. The correlation between these adverse events and the implanted impella 5.5 pumps is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of access site bleeding, stroke/cva, infection/sepsis, thrombus, and renal failure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13055: d4 model number. D4 serial number. E4 should have been left blank. G2 report source: literature inadvertently was not selected. Citation inadvertently was not included: inglis, s. S., rosenbaum, a. N., rizzo, s. A., anderson, j. H., yalamuri, s., spencer, p. J., villavicencio, m. A., & behfar, a. (2024). Novel left ventricular unloading strategies in patients on peripheral venoarterial extracorporeal membrane oxygenation support. Asaio journal, 70(5), 396¿403. Https://doi.org/10.1097/mat.0000000000002136. Literature article inadvertently was not attached.